Manufacturer narrative:
The reported issue was possibly related to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's infusion site was swollen due to skin sensitivity. There was no adverse impact to customer's blood glucose. Customer temporarily discontinued pump/infusion insulin therapy to address the issue.